Event description:
It was reported that a large volume folfusor overinfused during patient infusion. The expected therapy time was 22 hours; however, after 11 hours of infusion, the pump was completely emptied. The pump contained 5-fu (fluorouracil) and an unspecified carrier solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 10, 2023 ¿ may 11, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.